Manufacturer narrative:
H6: investigation summary : four photos were received by our quality team for evaluation. The first photo shows the shelf carton with batch 9143699. The second photo shows six pieces of deformed package of batch 9143699, the bottom web of the unit package has shrunk and become deformed near the end cap area of the venflon pro part causing it to be forced open at the opening tab. The third photo shows six pieces of deformed package of an 18g, the bottom web of the unit package has shrunk and become deformed near the end cap area of the venflon pro part causing it to be forced open at the opening tab. The fourth photo shows five pieces of deformed package of an 18g, the bottom web of the unit package has shrunk and become deformed near the end cap area of the venflon pro part causing it to be forced open at the opening tab. A device history record review found no non-conformances associated with this issue during production of this batch. The manufacturing process was reviewed. There is no process in the manufacturing process that would cause this nonconformance. This batch was packed by a manual pack process, the operator would have detected this nonconformance if the product unit pack was deformed by the manufacturing process. Therefore, this could have occurred out of the manufacturing facility. The probable root cause could be due to the product being exposed to heat during handling (transportation, storage, loading and unloading, etc).

Event description:
It was reported that 200 venflon pro 1.3mm x 45mm catheters packaging units were damaged. The following information was provided by the initial reporter: "bent of product pack".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 200 venflon pro 1.3mm x 45mm catheters packaging units were damaged. The following information was provided by the initial reporter: "bent of product pack."